Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient¿s cgm was reading high mg/dl. The patient¿s tandem pump increased her insulin doses based upon this cgm reading. No bg meter comparison was done at this time. At some point, the patient lost consciousness for approximately 5 hours. The patient¿s daughter was attempting to contact the patient by phone and could not reach her, therefore, the patient¿s daughter called the patient¿s care manager to check on her. The care manager found the patient passed out and not responding. The care manager called 911. Once ems arrived, the patient¿s bg was 56 mg/dl while the cgm was reading high mg/dl. The patient could not no longer recall what treatment was provided by ems. The patient did regain consciousness after treatment and was a little disoriented upon wakening. The patient¿s daughter arrived and gave the patient a peanut butter and jelly sandwich. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.